Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. Md inserted the sheath. When md tried to insert the iab into he sheath the membrane began to unwrap. As a result, the iab was not used. Md requested another iab and this iab was used with the same sheath and placed with out incident.